Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported when the battery was changed on the external pulse generator (epg), pacing stopped.the epg was set to 120 or 130 beats per minute. Of note, the length of time it took to change the battery is not known. It was determined that testing was normal and there were no issues. The product remains in use and no patient complications have been reported as a result of this event.